Event description:
The nurse checked on the status of the epidural infusion and found that none of the fluid had infused from the time that epidural started. The patient did not complain of pain and there was no injury.technical assessment: biomedical engineering tested the epidural pump and found the following:pump was found to be in proper working order. The down stream occlusion alarm works correctly, however, there is no up stream occlusion alarm on this model pump. The tubing may have gotten pinched in the bag cover hinge mechansim.